Event description:
Fall [fall] fracture on the right femur neck [femoral neck fracture] fracture on right radius [radius fracture] hypertensive crisis [hypertensive crisis] anemia [anaemia] case description: spontaneous report received on 1/9/09 from a health care provider regarding an (B)(6) female pt with a history of osteoarthritis, osteoporosis and grade one hypertension, (B)(6), who experienced a fall and fractured her right femur neck and right radius and had a hypertensive crisis and anemia after starting synvisc. The pt received three synvisc injections (one injection each eight days) into (an) unspecified location(s) on (an) unspecified date(s). Therapy start date was (B)(6) 2007, and therapy stop date was (B)(6) 2008. The date of last infusion prior to event onset was (B)(6) 2008. Adverse event start date was (B)(6) 2008, and the adverse event stop date was not applicable. The date this event became serious was not applicable. The pt fell and fractured her right femur and right radius and was taken to the hosp and underwent surgery on (B)(6) 2008, with an unsuccessful insertion of osteosynthesis material (plaque). On (B)(6) 2008, a new surgery was performed with satisfactory partial substitution of a hip (intramedullary nailing). During the hospitalization, on the second surgery, the pt had a hypertensive crisis and her blood pressure was 220/11 mmhg, which required treatment with nifedipine and clonidine (unspecified dose and frequency). The pt had anemia, with a hemoglobin of 7.1 mg/dl and received a transfusion of 4 units of packed red cells. Her albumine (sic) was 2.5 (nos). The pt was discharged on 1/1/09. Concomitant medicine included metoprolol (100 mg every 12 hours), furosemide (20 mg/day), calcium (600 mg/day) and actasta (5 mg/year) (clarification requested). At the time of this report, the pt was on recuperation and the events were considered recovered with sequelae as the pt was still in bed. The hcp suspected that the medication could have caused the event. The lot number and expiration date were unk. Additional info was received on 1/16/09 from the health care provider who confirmed the pt had a history of moderate osteoarthritis for four years. He updated the medical history to include previous treatment with nsaid, previous treatment with steroids, previous treatment with synvisc, an unk x-ray grade, joint narrowing, osteophytes; there was no prior effusion history, the hcp stated the left joint was treated with synvisc, but the right joint was the joint in which the symptoms were reported. The hcp confirmed the pt received her fist synvisc injection on (B)(6) 2007, her second synvisc injection on an unk date and her third synvisc injection on (B)(6) 2008 into (an) unspecified location(s) and effusion was not collected before any of the injections. On (B)(6) 2008, the pt experienced a right femoral neck fracture and a right radius fracture. Treatment was required for the events and the pt had surgery for the placement of an intramedullary nail. Exudate was not collected after the last synvisc treatment and the hcp indicated the results of analysis and other lab results were not applicable. At the time of this report the pt's right femoral neck fracture was resolved with sequelae and the right radius fracture was resolved. The hcp stated the relationship of these events to synvisc was possible. Concomitant medications included metoprolol, furosemide, calcium and aclasta (dose and frequency unspecified). The lot number and expiration date were unk.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product qual. This review has not indicated trends that could be associated with any product complaint. Genzyme biosurgery will continue to monitor complaints.